Event description:
The account's engineer stated there is no audible alarm for bed exit. He was not sure if it sent a nurse call or not.

Manufacturer narrative:
Technical support instructed the engineer to see if the alarm was turned on and/or replace the bed exit circuit board. The account had not returned hill-rom's attempts to determine the resolution of the alleged malfunction.